Event description:
During a scuffle whilst on a school-trip, the pt fell and hit their head against a post. After that their apptitude to hear was lessened. Since then, they were no longer able to hear. Telemetry measurements carried out three days later, gave the result of "poor coupling".